Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery fault alarm on the power module was able to be confirmed. The 12v power module backup battery was returned for analysis and connected to the power module. The battery was measured to be ~11.7v upon return. The power module did not alarm when the battery was in charging mode; however, once the battery was fully charged, the power module alarmed with a battery fault. While the battery was inserted into the test power module, the ac power cord was removed, and the power module continued to alarm with the battery fault. The battery was unable to provide power to the pump. No further testing was conducted as the battery cannot be opened. The root cause of the reported event was unable to be conclusively determined through this investigation. The receiving inspection information for the power module backup battery was reviewed and the battery passed receiving inspection. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the new power module had a faulty battery. During troubleshooting, different batteries were used and did not cause any alarms. The faulty battery was sent back for evaluation.